Event description:
Under sterile technique, bard foley catheter was inserted, and the balloon was inflated with 10cc of sterile water. The balloon broke and the catheter came out. High possibility that the balloon had a hole in it. A new foley catheter was placed. No issues with second device. Device was thrown in the garbage upon inspection of balloon. No further issues have been reported pertaining to this device. Bard, lot # ngju3678, ref- a902416.